Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.(B)(4)

Event description:
It was reported the attachment screw on the 45 degree cutting block, part number 03.111.905, broke when being anchored onto the 3.0mm drill template after the template was provisionally fixed on the ulna. All pieces of the attachment screw were recovered and a guide wire of similar diameter was used to assist in stabilizing the cutting block in order to perform the osteotomy. Surgery was delayed five minutes. The procedure was successful. Oblique osteotomy was performed, the ulna was shortened 3.0mm and fixator was applied via a lag screw, and compression screws and locking screws via the plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Additional narrative: an evaluation was performed on the returned product. The threaded portion of the knurled fixation screw is broken off and is missing. The chamfer on the cutout of the osteotomy plate shows marks. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than wear and tear or forcible use. This complaint is deemed to be indeterminate from a manufacturing standpoint.

Manufacturer narrative:
One saw guide for 2.7mm lcp ulna osteotomy plate, part 03.111.905, was received for a product development evaluation with complaint category of broke. The set screw, part 03.111.107, from the saw guide assembly was broken in two pieces. The screw broke at the start of the threaded portion of the screw shaft. The threaded portion of the screw was not returned for evaluation. There are multiple conical indentations in the slotted portion of the saw guide where the set screw tightens to the drill template. These indentations match the conical section of the set screw below the head of the screw. Product drawing (B)(4) revision a was reviewed during this evaluation. The product drawing for the set screw for the guide block component which broke indicates the set screw is to be manufactured from 304 stainless steel, a typical material used for screws. The 01.5mm diameter of the set screw shaft where the break occurred is necessary to fit through the 1.6mm wide slot in the saw guide block. The multiple conical indentations in the slotted portion of the saw guide where the set screw tightens to the drill template indicate that the set screw has been tightened aggressively on multiple occasions in multiple locations and caused the set screw to ultimately break.